Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device would not properly mesh skin graft. The patient was delayed under anesthesia for 20 min. The patient will require a second procedure for an additional graft. A second mesher was used and also malfunctioned. No additional patient consequences were reported.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the unit was calibrated and passed the test cut, however, the roller, cutter, ratchet gear, sliding pin and spring were worn. The roller, cutter, ratchet gear, sliding pin, and spring were replaced and resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.